Event description:
It was reported by the aci sales professional that a (B)(6) male pt with no reported history of prior catheterization underwent an elective diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery in a retrograde approach, with 6f sheath (model unk). It was reported that there were no sheath exchanges during the case and an ipsilateral venous sheath was also put in place. The pt was anti-coagulated with asa and heparin peri-procedure. There was no report of a pre-procedure femoral angiogram to assess the suitability of closure. Following the procedure, the physician who is a trained user of the mynx, selected the mynx with grip technology for femoral arterial closure. Allegedly, after the physician pulled the balloon to about the arteriotomy, he shuttled down and when he attempted to retract the shuttle he was unable to retract the shuttle. The pt was reported as doing fine. No further info was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1128602) indicated that the mynx lot met all established performance criteria prior to shipment. Review of design/process (B)(4) confirmed that the reported failure mode is identified in the risk mgmt document.